Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and post laminectomy pain. It was reported that the caller stated the patient indicated his stimulator has not worked for 3-4 years.